Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a coronary intervention procedure, the patient suffered a stroke and expired. Following the procedure, post-angiography ffr was done for a lad ostial lesion. The ffr was negative with a value of .88. The patient was moved to the ccu and four hours post-procedure, the patient was observed with a stroke and expired.